Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: UDI: (B)(4), model: nim4cpb1; serial/ lot number: unknown, h6: fdm-b17, fdr-c20, fdc-d16 and img-g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the electrode and probe placement procedure, the system randomly displayed an error message stating "out of measurement range." A very loud sound was emitted whenever the system triggered this alarm. After about five seconds of the error message and loud sounds, the error would go away, allowing them to resume surgery. However, the issue occurred randomly and frequently. There was no patient impact.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that restarting the system resolved the issue during the case and reported product was used to complete the procedure.